Manufacturer narrative:
Qc prior to the event was within lab's established ranges. The system was recalibrated after the event and qc recovered within range. A field service engineer (fse) went on-site and cleaned na, na reference and cl electrodes, replaced k and ca electrodes and replaced, decontaminated lines and verified performance.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a false low sodium (na) and false high chloride (cl) result generated by the synchron cx5 delta clinical system on one patient sample. The results were not reported outside of the laboratory. When a low anion gap identified the sample, it was rerun with more believable results which were reported out. There was no death, injury or change to patient treatment attributed to or connected with this event.